Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Note that the recorded age is approximate. The actual age of the patient is unknown. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: patient complications: no patient complications patient outcome: expected to fully recover did device issues cause or contribute to the patient complications? No. Additional information: "the hydrophilic coating of the guidewire was damaged and it got stucked inside a rubicon 35 (support catheter)."